Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The med records have been received and the clinical and plant investigations are in progress. A supplemental medwatch will be submitted upon completion of the investigations.

Event description:
The pt underwent an aortic valve replacement on (B)(6) 2014. He was hypotensive throughout his hospitalization and developed a septic emboli prior to his surgery resulting in a cerebral vascular accident (stroke) after the surgery. The pt was discharged from the hosp on (B)(6) 2014 and was transferred from the hosp to a rehabilitation facility.